Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1828754 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 07th october 2021. In summary the following results were observed in the lab evaluation: flexor was observed broken at the proximal section. Safety wire was in place on return of the device. Red marker on top of the introducer at the end of the handle on return of the device. Actuation of handle was possible for deployment and recapture but unable to deploy the stent. Handle was opened and flexor found to be broken. All cogs were intact. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1828754 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1828754; upon review of complaints this failure mode has not occurred previously with this lot #c1828754. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous path. It is possible that during possible that during deployment tortuous path may have caused a build-up of pressure causing flexor damage and resulting in stent deployment difficulties. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Upon release of the stent, the evo handle sounded funny and didn't work as usual. Funny sounds and hard to move. Stopped and used a new stent. All users are trained and have used the instrument for years. They have never had this issue before. Lab evaluation complete 07-oct-2021: 'broken flexor.' Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence at what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal they were in the stent placement position. What endoscope type and channel size was used? Olympus gastroscope . What was the position of the elevator? N/a, open, closed not available . Details of the wire guide used (diameter, type, make)? 0.035¿ . Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no . Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no they were not really sure if the system were working correct. They stopped when they heard crunchy sounds. . Please advise the anatomical location of the intended target site. In common bile dict. . How long was the stent in the patient by the time this complaint occurred? Not placed yet. . For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no . If yes, how often was this completed? . Did the patient require any additional procedures as a result of this event? N/a, yes, no . What intervention (if any) was required? . Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day . Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no . If yes, please specify what was observed and where on the device it was observed. Stricture information: . What was the length and diameter of the stricture? . Where was the stricture located in the body? . Was there resistance felt passing wire guide through stricture? N/a, yes, no . Was there resistance felt passing the evolution through stricture? N/a, yes, no . Was the stricture dilated before stent placement? N/a yes, no questions related to during insertion into patient . Was the product inspected for kinks or damage before use? N/a, yes, no . Was resistance felt during insertion into patient? N/a, yes, no . If yes, at what point? Questions related to during stent placement . Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other . If other, please specify . Was the directional button pressed during use? N/a, yes, no . Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no . Was the yellow marker kept in view during deployment? N/a, yes, no . Are images of the device or procedure available? N/a, yes, no] questions related to during introducer withdrawal . Are images of the device or procedure available? N/a, yes, no . Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no . If yes, what was used? . Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no . Was the safety wire fully removed before removing the delivery system? N/a, yes, no . Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) . What instrument was used for stent repositioning / removal? Forceps, snare, other . If other, please specify. . Was resistance encountered during advancement and/or deployment? N/a, yes, no . If yes, please when this was felt? Advancement or deployment . How did the physician deal with this resistance? . Was the lasso (suture) loop used during repositioning

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.